Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Corrective actions have been initiated to address the reported issue. The following sections could not be completed with the limited information provided. Initial reporter - unknown.

Event description:
It was reported on (B)(6) 2014 that the reamer was straight and did not have the bevel as required. This issue was noted prior to a procedure and the instrument was not attempted for use.